Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (b397913) found the pipeline flex embolization device returned within the phenom 27 catheter. The pipeline flex pusher was found extending out from within the phenom 27 catheter hub. The catheter hub was found in good condition. No bends or kinks were found with the catheter body. The pipeline flex braid was found partially deployed out from within the phenom 27 catheter distal tip. The catheter distal tip was found in good condition. The pipeline flex embolization device was removed from within the phenom 27 catheter without issue. No bends or kinks were found with the pipeline flex pusher. The resheathing pad, sleeves, and tip coil were found in good condition, aside from dried residue (likely saline). The pipeline flex braid proximal and distal ends were found open, but damaged (frayed). Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Regarding the customer¿s ¿pipeline damaged¿ report was confirmed. The cause for the braid damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ica. The max diameter and neck diameter were 3mm. The patient's vessel tortuosity was moderate. The landing zone was 3.8mm distal and 4.8mm proximal. It was reported that the first pipeline (5x14) was delivered without issue.  Upon deployment in the m1 segment, the device would not open at the distal tip. They tried resheathing and redeploying, but it would not open. The mid section did open, but distal end remained closed. A replacement pipeline (5x12) was delivered with no issue to the m1 segment using the same catheters. Upon deployment, it also would not open at distal. They resheathed and tried redeploying the pipeline closer to the bifurcation. The device "trumpeted" at the distal end. It would not open at the distal end, but it did open in the mid section. They tried wagging it, but it would not open. The second pipeline was removed, and an elvis stent and coils to treat the patient instead. The pipelines were not positioned in a bend and less than 50% had been deployed when they failed to open. The pipelines had been resheathed 2 or less times. No additional steps were taken to open the devices. The patient did not experience any injury or complications. Angiographic results post procedure showed a good outcome. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter, phenom plus guide catheter, and an armadillo radial sheath.

Manufacturer narrative:
See manufacturer report # 2029214-2022-01763 for the other pipeline involved in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.